Event description:
It was reported that the patient is experiencing leakage after having an artificial urinary sphincter(aus) implanted approximately fourteen years ago. The patient is looking for a doctor to visit.